Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue and will continue to use pump for insulin therapy or will revert to an alternate method if needed. There was no adverse impact to the customer¿s blood glucose level.